Manufacturer narrative:
Manufacturer's investigation conclusions: a specific cause for the low flow event confirmed via the submitted log files could not be conclusively determined through this investigation. The controller event log files contained relevant, partially overlapping events spanning from 08jul2023 to 10jul2023. The beginning of the log files captured a low flow alarm due to the estimated pump flow being recorded at 0 lpm (liters per minute). Of note, the initiation of the low flow event was not captured in the controller event log file. The patient underwent a system controller exchange on (B)(6) 2023, and no further low flow alarms were captured following the exchange. The patient will reportedly be discharged into rehabilitation and remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, as well as potential late post-implant complications, that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this document. The instructions for use describes system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a recently implanted patient was receiving an alarm stating, "no flow going through pump". The alarm was reportedly active for approximately 25 minutes and there was no change in the patient's neurological condition, consciousness, or vital signs. Attempts were made to lower ventricular assist device (vad) speed, but this did not change flow. The controller was exchanged, and flows began reading at 5.0 liters per minute (lpm). The original controller was hooked up to a mock loop and the controller was functioning appropriately. The patient remained stable after the controller exchange. It was planned to send log files, complete an echocardiogram and computed tomography angiograph (cta) to make sure there were no restrictions in flow through the pump or outflow graft. The patient had not had any further issues as of (B)(6) 2023. Review of log files from the new controller did not show any unusual events. The alarms were originally thought to be an electrostatic discharge (esd) event, but after further evaluation of the log files, technical services suspected that the drop in flow may have been the result of an obstruction within the system. The controller swap may have caused the obstruction to break apart following pump restart. The patient would be discharged home from rehab on (B)(6) 2023. Related manufacturer's report: 2916596-2023-05382.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.